Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed. Additional information has been requested, any relevant information will be provided upon receipt.

Event description:
It was reported that during the initial procedure on (B)(6) 2010, the surgeon implanted six sequoia 6.5x50mm screws with closure topes. At the six week post-op, it was discovered two of the six closure tops had backed out of the tulip head of the screw and "free floating" in the pt. The surgeon removed and placed all six closure tops using the original screws and rod of the construct. The construct had point to rim contact at all points of the construct.